Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k020785, k021094, k220626.

Event description:
As reported by the user facility: a patient has experienced severe bleeding at the puncture site recently, leading to premature extubation with an incidence rate of up to 50%, and subjective perception of the catheter becoming harder.